Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a percutaneous coronary intervention, balloon angioplasty was performed in the calcified right coronary artery (rca). Plaque disruption was observed after angioplasty, however a diamondback coronary orbital atherectomy device (oad) was still used to treat the vessel via a retrograde approach. Following orbital atherectomy, a balloon was inflated to a low atmosphere at the treatment site and a dissection was observed on multiple planes extending from the proximal to mid right coronary artery. Multiple balloons were used in an attempt to stop the progression of the dissection, and a stent was inserted but would not cross the lesion. Additional balloon angioplasty was performed followed by another attempt to advance a stent, but the second stent would not cross the lesion. Ivus was inserted and would not cross the lesion. The dissection stopped propagating distally and attempts were made to wire the original channel, however this was not possible despite multiple attempts and devices. As the dissection was unable to be secured, a surgical consult was obtained and the patient underwent emergent bypass surgery. The patient was in fine condition following the procedure.